Event description:
It was reported that during a surgical procedure at the user facility the unit deflated. It was reported that there was bleed through into the surgical site resulting in the visual field not being as clear. It was reported that the patient lost 10 ml of blood. There was no medical intervention and no clinically significant delay.

Event description:
It was reported that during a surgical procedure at the user facility the unit deflated. It was reported that there was bleed through into the surgical site resulting in the visual field not being as clear. It was reported that the patient lost 10 ml of blood. There was no medical intervention and no clinically significant delay.